Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Two (2) embedded pieces of particulate matter 0.09 and 0.1 square millimeters in size on the cassette was identified. Per material specification, embedded pm smaller than 0.6 sqmm is considered acceptable. Functional test (self-test and priming) was performed and no abnormality was observed. No nonconformance was found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was found on a homechoice cassette. There was no patient involvement. No additional information is available.